Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited oversensing which led to pacing inhibition. The patient presented to the clinic with syncope. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.